Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], dizziness [dizziness], tingling to her hands, arms, legs and feet [paraesthesia], numbness to her hands, arms, legs and feet [hypoaesthesia], burning to her hands, arms, legs and feet [burning sensation], pain to her hands, arms, legs and feet [pain in extremity], weakness to her hands, arms, legs and feet [muscular weakness]. Case description: an attorney reported that their adult female client, now (B)(6) years, used fixodent denture adhesive, version unk cream beginning in 2000 through 2010 concurrently with super poligrip denture adhesive cream beginning in 1999 to present, and reported the following profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, dizziness, tingling to her hands, arms, legs and feet: numbness to her hands, arms, legs and feet; burning to her hands, arms, legs and feet; pain to her hands, arms, legs and feet and weakness to her hands, arms, legs and feet. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.